Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to stay to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed to stay closed. A field service engineer (fse) found that all three hardtop screws were sheared off at the chassis. The stubs were removed and replaced with proper stainless-steel screws. The inseparable/latch was upgraded to the latest part. No diagnostic testing was required, as the drawer was functioning properly and passed testing in diagnostics. The system functioned as intended after the field service engineer repaired the device.